Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment the machine turned itself off. Some of the patient's blood was returned and an estimated 100cc was lost. The patient had no adverse effects & no medical intervention was required. The patient completed treatment on a different machine. The front panel and front panel interface were replaced by the facility's biomed to address this issue.

Manufacturer narrative:
Per the customer, the reported issue, powers down, was resolved by replacing the front panel and the front panel interface board. The machine was returned to service with no further issue. No parts were returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history report review confirmed the labeling, material, and process controls were within specification.